Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that during three different procedure, the tip on the phaco handpiece "unscrewed". The system did not send any warning signals. All cases were completed without harm to the pts. No add'l info is available.